Manufacturer narrative:
Follow up # 1/supplemental report text (B)(4) 2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter powers off during use. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on an unspecified date/time in (B)(6) 2010. In addition to metformin (dose unspecified), the patient stated he also manages his diabetes with diet and/or exercise. On an unspecified date/time the patient claimed he increased his dose of metformin and administered a second dose; however, it is not known if the patient tested his blood glucose with another device prior to his actions. At an unspecified date/time, the patient claimed he developed symptoms of fatigue, headache, and sweating as a result of the alleged power issue. It is not known, however, if the patient associated his symptoms with high or low blood glucose, it is not known how long the patient's symptoms continued on for, and it is not known if the patient tested his blood glucose with another device prior to the onset or during his symptoms. During a doctor's office visit (date/time not specified), the patient claimed he did not feel well. According to the csr's documentation, at the time of the office visit, the patient only received a blood glucose test (result not specified); however, it is not specified if the patient received any medical intervention from a health care professional. On an unspecified date/time, the patient also claimed he obtained a laboratory hba1c result of 9. At the time of troubleshooting, the csr noted that the subject meter's battery did not need to be replaced per the owner's booklet recommendation and there was no misuse of the lfs product. The alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.